Event description:
(B)(4) was opened regarding a cadd-solis vip ambulatory infusion pump with ln 21-2127-0105-01 and sn (B)(6): it was reported that the pump does not recognize the cassette. The event occurred during testing.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of ¿pump does not recognize the cassette", confirmed through pump power up test and attached a 50 ml cassette. Dso sensor will need to be replaced. Upon further investigation, found no other issues. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.